Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Synergy, ous, mr 3.00x16mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found that the proximal and mid-sections of the stent were damaged with some proximal stent struts stretched proximally over the proximal balloon cone and markerband. Some mid -section struts were lifted, pulled and stretched in a distal direction. The crimped stent outer diameter measured within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 03-jan-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.